Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted 39 months displayed an elective replacement indicator (eri) due to a monitoring voltage of 2.50v. There is a concern that the battery has depleted earlier than expected. Guidant received subsequent information that the device was explanted due to the advisory/recall.